Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the caller reported that they were trying to use the my personal therapy manager (myptm) app this morning, but they got a message "system error. The system has encountered an unexpected error." The agent reviewed information and had the caller close all apps and restart the handset. The caller attempted to reconnect to myptm but they got stuck at 90%. The agent reviewed 90% lag issue and walked them through clearing out the date. The caller closed all apps and tried to connect to myptm again and the caller confirmed they were able to connect faster this time. The caller commented that the patient had 4 boluses left. The agent advised the caller to monitor the issue and call back if the issue persists. When asked, the caller mentioned the name of the patient's managing physician. The software application version was 2.0.1700.